Manufacturer narrative:
Concomitant medical products; addrl1, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing. It was also reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high, low unipolar impedance, noise, and a fracture. The ra lead was reprogrammed and remains in use. The rv lead is scheduled to be replaced, was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.